Event description:
It was reported to medtronic minimed that the customer experienced critical pump error and pump error 131- this alarm is generated when a processor failure was detected. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and explained the pump performs safety checks and open book image error was found. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The p-cap/reservoir locked properly during testing. Unit received with critical pump error (open book) upon battery installation. Pump was unable to download to thump to verify the cause of critical pump error (open book) and pump error 131 due to constant blue screen appearing while trying to download. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error (open book). Proceeded by cutting the unit open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection, no anomalies or moisture damage was noted on electronic assembly. The following were noted during visual inspection: cracked case (battery tube) , scratched case, keypad overlay texture damage and cracked keypad overlay at select button. Unable to confirm customers concern about pump error 131 when unit was unable to download. However, unit was received with critical pump error (open book) after battery installation. The pump was unable to download thus software due to constant open book error and blue screen due to corroded assembly. No moisture damage or anomalies noted during deconstructive analysis. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.